Event description:
It was reported that the cartridge was leaking from an unspecified location. Reportedly, customer "wiped the insulin from the cartridge", reloaded the cartridge and resumed insulin therapy. There was no adverse impact to the customer's blood glucose level.